Event description:
It was reported that a leak occurred on a homechoice apd cassette at the connection site between a supply bag and the cassette. A care giver identified the leak during fill 1 of 4. The home patient was connected at the time of the leak. A technical service representative (tsr) assisted the care giver with ending therapy and instructed the care giver to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.